Event description:
It was reported that the stimulator was unresponsive to telemetry attempts by physician programmer, patient programmer, and recharger. The manufacturer's representative noted this before a revision because insr was unable to communicate/charge implant. Follow up information received noted that the reason for revision was painful pocket site. No diagnostics were performed. No malfunctions were seen. They recharged battery for an hour prior to starting the revision. The patient outcome was noted as patient was fine and receiving effective therapy.

Event description:
Additional information received noted that it was believed the patient had an overdischarged battery but was fine now.

Event description:
Additional information received noted telemetry issues. An overdischarged battery was observed during a pocket revision a manufacturer's representative brought the battery back out of overdischarge before/during procedure. Currently, wound status was preventing charging. The reporter had concerns related to the number of strikes that may have been created and interrogating the device. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead: model # 3778-45, lot # v710757002, implanted 2011 (B)(6), explanted unknown; lead: model # 3776-60, lot # v774998006, implanted 2011 (B)(6), explanted unknown; programmer: model # 37743, lot # nke174141n; recharger: model # 37752, lot # nka156623n.